Event description:
Reporter indicated that a vns dell handheld computer froze during interrogation. After the event resolved it was indicated that subsequent interrogations of other patients would reveal the first patient's info. Good faith attempts for return of the device have been unsuccessful to date.